Event description:
The customer reported to baxter (B)(4) of a one-link needlefree IV connector in which a brownish residue is collecting in the device after intermittent ceftriaxone administration. The process step is unknown. There is no report of patient involvement, injury/adverse events, or medical intervention in association with this event. Proper flushing protocol has been observed with normal saline (ns). No additional information is available.

Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted. This device is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number.

Manufacturer narrative:
(B)(4). Evaluation summary: one sample was received and evaluated by the disposables and container development group. The one-link device was observed to have a brown residue between the inlet and the ring/gland apparatus. The source of the residue is unknown. It may have resulted from a drop of fluid on the top of the gland that was pushed down around the gland when it was actuated. Because of the potential that the drop of fluid on top of the gland may have been pushed down around that gland, a labeling review was performed. The customer reported condition of 'brownish residue in device' is confirmed but the exact assignable cause could not be determined. Additional information: the sample was received after the submission of follow up MDR 001. (B)(4).

Manufacturer narrative:
(B)(4). The sample was not returned for evaluation; therefore, the condition could not be confirmed or duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow-up report will be submitted. A batch review cannot be performed since there was no lot number provided.